Manufacturer narrative:
(B)(4). The complaint could not be confirmed and the assignable cause is undetermined. The lot number is unknown; therefore, a batch review cannot be performed.

Event description:
This is an international report where there was a gap between the cap and the spike when the patient connected to the transfer set using the clean flash. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4).a follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.